Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: a maryland bipolar davinci arm was being deployed during a robotic wedge resection/lobectomy case. Upon deploying the robot arm, the wire popped out of the arm. No pieces were noted to be retained inside the patient and no damage to patient noted. X-ray taken to ensure no retained pieces, and x-ray was negative. The procedure was completed as planned. Isi followed up with the customer and was advised that the instrument was inspected prior to use. There was no additional information provided.